Event description:
Following an implant procedure, the device was unable to be interrogated using inductive telemetry and an error message was received by the device. The device was re-interrogated later and was interrogated successfully. The patient was stable and will continue to be monitored.